Event description:
It was reported to philips that the customer's crew attempted to obtain a 3 and 12 lead. While attempting to obtain the 3 and 12 lead, the monitor failed to analyze the rhythm. The crew states they changed the cables to the second set in the monitor and was still unable to analyze the rhythm. At that time the crew requested an additional als unit for patient care. There was no reported adverse patient impact.